Manufacturer narrative:
G4:26jan2021. B4:17mar2021. H11: after further investigation of this complaint the battery issue was discovered during testing. Based on this information, this event does not pose a risk of patient harm or serious injury; therefore, it is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4:26jan2021. B4:23feb2021. H11:g5:k102985. H10: through inspection of the damaged battery, the field service engineer (fse) found the battery could not charge. The fse replaced the battery to resolve the issue. The unit was tested, and it was returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Reported: 06jan2021

Event description:
The customer reported power alarm. The unit was not in use, and there was no patient or user harm reported.